Event description:
Caller indicated the relion confirm meter was giving high readings. Caller states that he tested using the confirm meter and the results were 580mg/dl. He said that he wasn't having any symptoms at this time, and he was certain that was an inaccurate reading. He stated that his brother was with him and he retested with his brothers meter (different meter) and the results were 94mg/dl. He stated that he washed his hands before testing, he re-lanced and got a second drop of blood for her second test from another finger. The tests were performed within less then 10 minutes. The lancet was changed. The caller was concerned because he normally would have dosed after getting a 580mg/dl result - and he said he is concerned he could have killed himself. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.